Event description:
A patient service representative contacted zoll customer support while assisting a (B)(6) male patient to report that his belt connector is damaged. The psr reported that the belt would not seat securely in the monitor and that the pins are bent. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt unable to seat securely in monitor / bent pins) has been confirmed. Upon evaluation, the ins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.